Event description:
It was reported the gastrointestinal videoscope had stain in the lens. The issue occurred during a diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Device evaluation determined that there was dirt on the objective lens. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.